Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend when the customer's blood glucose was 265 mg/dl. The customer reported their sensor glucose read 265 mg/dl. The customer also reported receiving calibration error and low predicted alerts on the insulin pump. The customer agreed to return the sensor for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor. Performed the continuity resistance test and the sensor passed per specifications also, performed the bicarbonate buffer test and the sensor passed with accurate readings.